Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Intimal dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The lot history record was reviewed for the reported lot and there is no indication of a product quality issue.

Event description:
It was reported the procedure was to treat a de novo lesion with mild tortuosity and moderate calcification in the mid left anterior descending (lad) artery. After the 3.5 x 28 mm xience v stent was deployed at 13 atmosphere (atm) at the lesion, a dissection was noted in the distal part of the stent. A 3.5 x 15 mm xience pro stent was used to treat the dissection. There was no interaction of devices and no other procedural issues noted. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.